Event description:
It was reported that during a left ventricular assist device placement, this implantable defibrillation lead may have micro-dislodged resulting in undersensing and difficulty converting a rhythm. It was reported the patient underwent a device replacement procedure, records indicate this lead remains in service. No adverse patient effects were reported.